Event description:
The manufacturer received information regarding a dreamstation st30 device. The patient¿s stepdaughter called to inform us that the police have taken the device as part of an investigation into the patient¿s sudden death. They are checking whether the patient was wearing the machine when he died. She confirmed that he was not wearing it at the time, although he was supposed to be using it. The police are investigating how long he may have been without the device. The stepdaughter stated the patient moved from the hospital to a care home and died shortly after arriving. The patient had been sent a new machine because he felt the first one wasn¿t working. Records show that the patient was contacted regarding the issue, at which time the machine worked properly. There is no report of any device malfunction related to the patient¿s death. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow- up report will be filed